Manufacturer narrative:
Inner blister lid caught under outer blister seal. Corrective action previously taken.

Event description:
Reporter states, "the inner sterilization package (which contains sterile device) stuck to the external package seal. Implant was never placed on sterile field." Therefore, there was no adverse consequence to the pt or delay in surgical or anesthesia time.